Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2011; (B)(4) implantable pacing lead (B)(6) 2005; (B)(4) implantable pacing lead (B)(6) 2005. (B)(4).